Event description:
Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. Cause was not known. A correction bolus via pump was delivered to address bg. The customer then declined further assistance from tandem technical support regarding the issue. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.